Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).

Event description:
An optometrist reported after bilateral lasik, a pt had light sensitivity and dryness. After prescribing a topical steroid drop and artificial tears the symptoms resolved in one week. This report will reference the left eye. Another report will be filed for the right eye. Additional info has been requested.